Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error (se) 2240 (air in set/line) alarm occurred during dwell two of four on the homechoice (hc). The home patient (hp) was connected at the time of the event. The hp stated the supply bag was loosely connected to the cassette line. The technical service representative (tsr) advised the hp to end therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned for analysis; therefore, no evaluation could be performed. However, a loose connection was reported, which is known to cause this alarm and the cause of the loose connection could not be determined. If additional relevant information is obtained, then a follow-up MDR will be submitted.